Event description:
It was reported that during an unknown procedure, it was hard to grasp the handle. The gummous insulators were coming off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.